Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that lines appeared going through the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow up #1 09/15/2016 correction: the alert date for this report has been updated to 8/17/2016 from 08/18/2016.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, the pump powered on and the display was found to have a horizontal green line through screen. A test display was installed and the display functioned properly with colored lines. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.